Event description:
Patient reported the up and down buttons on the infusion device are non- functional and began to deteriorate a long time ago. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The problem mentioned by the customer could not be reproduced. All tested features meet the specifications, and the buttons passed the tests on the diagnostic test system.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.